Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 44 mg/dl. Suspected cause was due to having a basal rate and correction factor that was too high. Customer attempted to self-treat by consuming carbohydrates and drank orange juice; however, was treated intravenously with fluids of saline. Customer was released from the ER the same day with no permanent damage. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.